Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 35 mg/dl at the time of incident. Customer stated that they took some orange juice but the insulin pump was not suspending delivery clarified with customer that low management feature was unavailable when in auto mode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information about auto mode has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode was active at the time of incident on the insulin pump.